Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, lot# unknown, product type: catheter. Analysis of the pump found no anomaly. Analysis of the catheter found catheter body damage to the transition tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the returned pump was washed and ¿packet¿ quite well by the customer so maybe that is why the manufacturer representative didn't notice that a catheter was attached. It was reported that the customer (tays neurosurgical unit), uses only 8780 ascenda catheters and that they had replaced the catheter to this specific patient earlier. That replacement was not reported to me earlier and they did not consider it as a product event at all. It was reported that it was confirmed that the catheter involved in this report must be an ascenda 8780 catheter. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Date of event is indicated as approximate. Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving lioresal 2 mg/ml at 1300 mcg/ml via intrathecal drug delivery pump for multiple sclerosis disease. It was reported that there was a suspected pump failure. It was noted that the patient did have effective therapy. It was reported that now the patient experienced increasing lack of drug efficacy although they had changed catheters and did a catheter access port (cap) study. It was reported that diagnostics and troubleshooting that was performed included catheter replacements, dose adjustments, a high baclofen dose, and the cap study. It was noted that the catheter replacements had not been reported to medtronic earlier. It was further reported that the reason for the catheter replacements was a ¿lack of therapy efficacy and suspicions¿ of catheter problems without evidence. It was reported that there were no device issues seen with any of the catheters. The patient did not experience any additional symptoms other that the lack of therapy prior to each catheter replacement. The date of the catheter issues were unknown and the date of the catheter replacements were unknown. The catheter lot numbers were also unknown. It was further reported that it was unknown what was done at each catheter replacement. The patient did experienced resolution of the issue and a return of therapy for a couple of weeks following each catheter replacement. There was no volume discrepancy reported. It was noted th at the patient¿s multiple sclerosis disease was fluctuating and that they might have problems in ¿likvor circulation¿ as reported by the hcp on 2017-feb-24. The note of problems in ¿likvor circulation¿ was that the ¿physician consider¿ that there may be something abnormal in the patient¿s spinal cord and space surrounding it. . It was noted that the issue was resolved at the time of this report and the patient¿s status was listed as alive ¿ no injury. No further complications were reported and/or anticipated. The patient¿s medical history included multiple sclerosis disease.